Event description:
It was reported that the patient underwent a catheter revision. Catheter blockage was confirmed; the proximal section of the catheter was replaced as it was blocked. The pump was also replaced, "as they replace their pumps every five years". Following the surgery the patient's dosage was dropped from 980 mcg/day to 250 mcg/day. The patient experienced increased baseline pain. Drug delivered via the pump was lioresal 2000mcg/ml, at a daily dose of 250mcg/day. The health care provider was titrating the dose back up following the revision. Follow-up information has been requested but was not available at the time of this report.

Event description:
The event was caused by an occlusion of the proximal/distal connector found during routine pump replacement surgery. The patient required higher doses of it baclofen prior to pump replacement. The patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model/serial#: unk; implanted: (B)(6) 1997, explanted: unk. (B)(4).

Event description:
All follow-up information regarding the previously reported patient symptoms following the catheter revision will be reported in a separate manufacturer¿s report.